Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during patient infusion in the surgical department. The pump was set for 250 cc; however, only half infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5: the pump was programmed to infuse acetaminophen at a rate of 400ml/hr with a volume to be infused 100ml. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.